Event description:
Customer alleges seat has developed a crack in it, about 3 quarters of the way across the seat back to front. No injury alleged.

Manufacturer narrative:
No RMA has been issued for this event. Model 9630-4 lot #m833165 is of unknown age. The consumer's medical condition, stability and medication regimen are unknown . The consumer is (B)(6) years of age. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleges seat has developed a crack in it, about 3 quarters of the way across the seat back to front. No injury alleged.